Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient was admitted to the hospital with pneumonia and sirs requiring intubation and ventilation on (B)(6) 2016 and died on (B)(6) 2016. The physician reported the death was due to the progression of disease and not related to the device or the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.